Manufacturer narrative:
The reporter noted that this an ongoing issue at this site and attempts to optimize the system had been made without success. Settings were changed and the customer was able to achieve free side cuts. However, it cannot be determined if the system settings contributed to this reported event. Based on assessment, the product met specifications at the time of release. An internal investigation has been opened to address this issue. Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported two areas of incomplete side cut during flap creation on a patient's right eye. It looked liked the flap portion of procedure went well but when trying to lift the flap, two areas of incomplete side cut were found. The doctor completed the flap using a blade and treated the patient with an excimer laser. The flap was positioned again. A small tear was noted but doctor put flap in place easily. Doctor feels patient will do fine. Upon follow up, patient is reported seeing 20/25.